Event description:
It was reported that the procedure was to treat a left popliteal artery due to an ulcer in the left foot. A fielder fc guide wire and a non-abbott support catheter were advanced to the lesion with the tip of the guide wire positioned in the anterior tibial branch. A non-abbott atherectomy catheter was used to remove emboli from the artery. The devices were removed and it was noted that the tip of the guide wire was missing. It was located in the tibial branch. There were no attempts made to remove the tip as it was in a small branch and the physician felt he would not be able to remove it. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: investigation result: the device was not returned for our investigation. Conclusion(root cause: device investigation could not be made as it was not returned for our investigation. With the provided information, the cause and the circumstance of the guidewire breakage event could not be determined.

Manufacturer narrative:
(B)(4). Concomitant products: atherectomy: turbohawk; other: quick cross support catheter. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The device is manufactured by asahi (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting.